Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Clinical services reviewed a photograph submitted by the customer and provided a summary: this is a medtronic affinity nt oxygenator and the flow sensor is between the oxygenator and arterial filter. The field service representative (fsr) was unable to verify the reported issue. Signal strength of the flow sensor read 97%. The fsr removed the flow sensor as a precaution, installed a loaner sensor and performed a release test. The unit operated to manufacturer specifications and was returned to clinical use. The suspect sensor was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a flow sensor discrepancy of 0.5 liters per minute (lpm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.